Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported from the emergency department (ed) that the top piece broke as the tubing was being inserted in the chamber.